Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated she was trying to bolus and buttons were not working. Troubleshooting was done. Customer's blood glucose was 115 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump received with minor scratches on minor scratches on display, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.